Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection 6 weeks post implant. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that this patient is a (B)(6) carrier and the device was explanted. The patient is recovering from the infection.